Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter (B)(4).

Event description:
It was later reported that the reason for the volume discrepancy was not determined. At the time of this report, this device issue had not recurred. No additional troubleshooting was performed, but the patient was monitored.

Event description:
The actual residual volume was 0.5ml and the expected residual volume was 5.5ml. The logs were ok. The patient's son indicated that he had been acting delusional since (B)(6) 2012. The patient also experienced episodic visual hallucinations since 11/21/2012. Patient outcome was reported as resolved without sequelae on (B)(6) 2012. Drugs: baclofen (unknown) and morphine (unknown).